Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia empty container leaked from ¿a split in the seam of the bag in the upper right hand corner.¿ this occurred during infusion of vancomycin using a baxter infusion pump. The reporter indicated that no damage was noticed to the packaging of the bag before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.